Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient called fresenius technical support to report the cycler is alarming with an air detected in cassette alarm during fill 1 of 3 of pd treatment. The alarm occurred multiple times during the treatment. It was reported there were air bubbles in the patient line. The fresenius technical support representative explained to caller, that having air pockets in the patient line is not recommended, and advised caller to reset up with new supplies. Upon follow-up, the patient confirmed that no adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment. The cassette had a fluid leak during treatment, they had stopped treatment once it was discovered. The fluid leak occurred at the cassette only and there was no fluid in or on the cycler. The cassette is not available to be returned because it was discarded.